Event description:
The facility representative reported a flogard infusion pump with an unspecified malfunction. Upon further investigation, the baxter quality engineer has confirmed the reported condition as failure code 2. It is unknown when this condition occurred. There was no patient involvement, injury, or medical intervention related to the device. No additional information is available.

Manufacturer narrative:
(B)(4). The reported problem of an unspecified malfunction was confirmed by baxter quality engineering as failure code 2. The cause was due to the latch roller being damaged. Service replaced latch roller to resolve the reported problem. Should relevant additional information become available, a follow-up MDR will be submitted.